Event description:
It was reported that after successfully placing a stent graft in the sfa, a second one was attempted but failed to deploy. The doctor was going up and over, so there were curves, but the path was not tortuous or with calcification, per report. The doctor went sheathless, but used a 0.035 guide wire for the procedure and when he tried to deploy the stent graft, it deployed about 1 cm and became stuck in the delivery system. He tried numerous times to deploy it and then the outer catheter ripped approximately 2 - 3 inches from the tuohy. The doctor removed the complete system out of the patient without losing access and completed the procedure with a different stent without difficulty. No injury to the patient was reported.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. The sample has not been returned for evaluation. It is unknown if patient or procedural factors contributed to this event. Based on the information received, the results of the investigation are inconclusive and the root cause is unknown.